Event description:
This will be filed to report a clip that was difficult to deploy. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a prolapsed posterior and thick leaflets. It was noted that while attempting to deploy the first clip, the clip did not separate from the shaft. The clip was then repositioned and was able to be deployed. A second clip was then implanted and the procedure was then concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the reported difficult or delayed activation (clip deployment) associated with the difficulty disconnecting the clip from the dc shaft was due to procedural circumstances (dc shaft and clip not coaxially aligned during deployment). There is no indication of a product quality issue with respect to manufacture, design, or labeling.